Event description:
It was reported that customer experienced continuous glucose monitor error related to sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support provided full instructions for pump reset, guided customer through the reset process, and after reset pump no longer displayed the error, with no further actions documented.